Manufacturer narrative:
Concomitant medical products: ddmb1d4 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has oversensing of noise with high rate non-sustained tachycardia (hr-nst) episodes. The lead remains in use. No patient complications have been reported as a result of this event.